Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head, r3 liner, modular sleeve and sphere head screw performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and the sphere head screw. Other similar complaints have been identified for the modular sleeve and r3 liner, as these parts are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. With the information provided the clinical root cause of the reported pain and intraoperative findings of trochanteric fracture, cystic mass, and metal fragments cannot be confirmed and cannot be concluded that the events/clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post op convalescence period cannot be determined. Without additional information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head, r3 liner, modular sleeve and sphere head screw performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and the sphere head screw. Other similar complaints have been identified for the modular sleeve and r3 liner, as these parts are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. With the information provided the clinical root cause of the reported pain and intraoperative findings of trochanteric fracture, cystic mass, and metal fragments cannot be confirmed and cannot be concluded that the events/clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post op convalescence period cannot be determined. Without additional information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Event description:
*Us legal mdl* it was reported that, after a tha metal-on-metal construct had been implanted on the plaintiff´s left hip on (B)(6) 2010, the plaintiff experienced metallosis consistent with failed metal on metal hip components. Due to severe metallosis, the plaintiff also had a trochanteric fracture. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The plaintiff outcome is unknown.